Manufacturer narrative:
The data log files were not available for analysis; it was not possible to determine the cause of the reported event without an evaluation of the data log files. The software was updated as the primary device of the report and the platform was updated to be a concomitant device. The data log files were not available for evaluation.

Manufacturer narrative:
The device have not been received for evaluation at this time.

Event description:
It was reported that during a spinal procedure at the healthcare facility, percutaneous screws were mis-placed. It was reported that the screws were in the disc space. It was reported that the surgeon removed the screws and replaced them. It was reported that, with a three hour delay, the procedure was completed successfully, and that there were no adverse consequences to the patient.

Event description:
It was reported that during a spinal procedure at the healthcare facility, percutaneous screws were mis-placed. It was reported that the screws were in the disc space. It was reported that the surgeon removed the screws and replaced them. It was reported that, with a three hour delay, the procedure was completed successfully, and that there were no adverse consequences to the patient.

Event description:
It was reported that during a spinal procedure at the healthcare facility, percutaneous screws were mis-placed. It was reported that the screws were in the disc space. It was reported that the surgeon removed the screws and replaced them. It was reported that, with a three hour delay, the procedure was completed successfully, and that there were no adverse consequences to the patient.

Manufacturer narrative:
The spinemap 3d 2.0 software was added as a concomitant product for the reported event.